Manufacturer narrative:
Exemption number e2013017. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun italy s.p.a. (Manufacturer). This report has been identified as event two of b. Braun medical inc. Internal report number 400422060. The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. However, photos were provided and particulate could be confirmed in the photos. The particulate matches the appearance of particulate identified as acrylonitrile butadiene styrene (abs) under ft-ir analysis. There is a component of the bag assembly that is made from abs. As a result, the component of the bag made from abs could not be excluded as the source of the contamination. The component containing abs is purchased from an approved supplier and goes through an incoming inspection before being used in production. A device history record review was performed for the component going back two years, and this review did not reveal any abnormalities or nonconformances. The supplier of the component was notified of this report. A project has been initiated to address issues involving this component. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2013017 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun italy s.p.a. (Manufacturer). This report has been identified as event two of b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive a sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: event 2: particles found in 2l final container prior to compounding.